Event description:
It was reported to boston scientific corporation in 2008, that an alliance ii integrated inflation system was used during an unknown procedure performed the month prior. According to the complainant, during preparation, after connecting and inflating the balloon, air migrated into the syringe. Procedure completed with another alliance ii integrated inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.